Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a generator change-out, externalized conductors were observed. The patient was asymptomatic. No electrical anomalies were detected. The physician elected to leave the lead implanted. The patient will continue to be monitored.